Event description:
It was reported that the patient had the artificial urinary sphincter cuff component exchanged as the patient was in urinary retention and could not urinate since the initial device implant.